Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the malfunction did not result in a loss of mechanical ventilation. There was no reportable malfunction. H3 other text : additional information was received that the malfunction did not result in a loss of mechanical ventilation. There was no reportable malfunction.